Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.

Event description:
User reported that three cases in a row have experienced high pfh (plasma free hemoglobin). It was reported that all three were different lot numbers. Unknown the previous two lot numbers for this report. The hospital recently changed lab machines for measuring pfh. New machine registered much higher. They were not able to compare on previous cases, but this case they did. Pfh new machine 200 and 230 and old method was 50 and 74 respectively. Case before (two samples) with new machine 350 and 1040. Case 3 before that two sample 220 and 250. They use medtronic tubing and eos oxygenators. Rpm was reported to be 3500-4000 to maintain a flow of 150 ml/kg (flow of 0.55 lpm). Seems elevated, but the user did not identify any reason for it. Line pressures 190-220 mmhg.